Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from dutch to english: "liquid will run past the rubber stopper during pulling/use."

Manufacturer narrative:
Correction: g5: is combination product? No. H6: investigation summary : one photo and one used sample was returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2010076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness testing to verify the stopper seal. Results were reviewed for the lot 2010076 and no issues were identified. The returned sample underwent these same tests and product was found to meet required specification. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "liquid will run past the rubber stopper during pulling/use".